Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device's pads/cable was not working. There was no reported patient involvement.

Manufacturer narrative:
The device has been evaluated by a philips technician and the failure has been confirmed to a faulty processor pca. However the part is either on hold or yet to arrive. The device will be returned to the customer as soon the repair is completed.